Event description:
It was reported that the patient with spondylolisthesis underwent a minimally invasive procedure to implant peek interbody devices at l4-5 and l5-s1 with posterior rod, pedicle screw fixation. During implant at l4-5, the cage was cracked. The surgeon opted to leave the cage in place. No patient complications were reported.

Manufacturer narrative:
(B)(4). This device is not approved for use in the united states, however, a like device, part number 9393012, 510k number k094025, is approved for use in the united states. The device was not returned to the manufacturer for evaluation. A review of the device history records found no documentation to indicate a non-conformance to specification. We are unable to determine cause of the event.